Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a nadir blood glucose of 39 mg/dl, after a day of travel and altered meal patterns; the user treated with oral glucose and blood glucose subsequently rose to 83 mg/dl and increasing. Symptoms included low blood glucose. Outcomes included transient hypoglycemia with user self-treatment and continued monitoring, without hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with user circumstances that could affect glucose levels, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.